Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that the surgeon revised the stem as he felt it was loose in the patient and therefore required a revision. At the revision he commented that there was no in-growth on the stem after removing from the patient. He said the broach sat 3/4mm high and the implant sat flush on the osteotomy site. The acetabular cup was left in situ.